Event description:
Numerous 10% neutral buffered formalin specimen containers have been found to have leaked in transport of critical biopsy specimens. We have also noticed numerous leaking containers that have never been opened or resecured. Many are still in the original shipping box.